Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic experiencing shortness of breath. The pulse generator exhibited backup operation. A software download could not be performed due to high battery impedance. The device was explanted and replaced due to normal elective replacement indicator.